Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a roux-en-y procedure, a piece of the active blade disengaged from the device and fell into the patient cavity. The piece was retrieved and there was no patient injury. A new dissector was opened, installed onto the system and used to complete the procedure.